Event description:
The customer reported that the device was not fully sealing vessels during a gastric sleeve, even though end tones were heard. Oozing from the vessels occurred and was controlled with the same ligasure device. Blood loss was described as being less than 200cc. The procedure was completed with the same device and there was no pt injury. The sample was discarded by the site.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2014. The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.